Event description:
It was reported that this pacemaker system exhibited far field oversensing. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.